Manufacturer narrative:
A reagent issue could be excluded as the correct repeat value was measured using the same reagent. The field service engineer found a blocked cell rinse nozzle, a leaky cell rinse tube, and a misadjusted probe. The cell rinse nozzle and probe were corrected. The cell rinse tube and the gear pump head were replaced. Mechanism checks and wash levels were okay. A cell wash, cell blank, and photometer check were acceptable. Probe alignments, mixer alignments, and probe movements were checked. Calibration and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 8000 c 702 module. The sample initially resulted in a total bilirubin value of 12 umol/l. The result was questioned since it did not match the patient's previous results. The sample was repeated, resulting in a value of 308 umol/l. The repeat value was deemed correct.

Manufacturer narrative:
The total bilirubin reagent lot number and expiration date were requested, but not provided. It was observed that there were 22 calibration errors between (B)(6) 2023 and (B)(6) 2023. The gear pump head was overdue for replacement and the photometer lamp was due for replacement on (B)(6) 2023. Precision studies showed poor recovery. The investigation is ongoing.